Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an intermittently open green (belt dischg) wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire was excessive force on the cable section. No adverse event resulted from the open wire.